Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status showed 16 percent remaining, however one week earlier the battery showed 47 percent remaining. Premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status showed 16 percent remaining, however one week earlier the battery showed 47 percent remaining. Premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status showed 16 percent remaining, however one week earlier the battery showed 47 percent remaining. Premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.